Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro was hooked to the power supply and didn't work. They disconnect the hemopro and plug it back to the power supply and the device worked. After cutting multiple branches, when the last branch was cut, the activation toggle switch wouldn't deactivate and just delivered continuous energy. Device was pulled out from the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).